Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual inspection identified the valve was slightly distorted (oval shaped). All leaflets were in the closed position with gaps in the free margins of the non-coronary (nc) cusp, due to tissue deterioration. All leaflets were stiff but slightly flexible in areas where pannus and calcification were not present. Tissue deterioration due to calcification was observed on all leaflets. Extrinsic calcification nodules were identified on the inflow and outflow of all leaflets. Calcification nodules were observed adjacent to the right non-coronary commissure, which were believed to contribute to the tissue deterioration on the right non-coronary commissure. Calcification nodules were noted on the free margins of the right (rc) and left (lc) cusps leading up to the right left commissure. Pannus encapsulated the left non-coronary commissure and was noted on the inflow margin of attachment encroaching up to 5 mm onto the leaflets. Thick glistening off white pannus encapsulated the left non-coronary commissure, back of the stent post, and on the sewing ring adjacent to the back of the right left stent post. An unknown amount of pannus appeared to have been removed during explant. Radiography revealed calcification on all leaflets and host tissue. Conclusion: visual inspection of the returned valve revealed tissue deterioration (cuspal tears) on all leaflets and non-coronary right commissures due to calcification, which could have led to the regurgitation. The pannus overgrowth on the inflow extended several millimeters out onto the leaflet, which would have impaired the leaflet mobility. The impairment of leaflet mobility may have led to the reported stenosis. Reduced performance of the valve is attributed to host tissue overgrowth (pannus) and calcification. These findings are generally considered patient-related conditions. Calcification and pannus overgrowth have been an inherent risk of surgical valve replacement. Serial number added. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 20 years and 3 months post implant of this 23mm aortic bioprosthetic valve, the valve was explanted and replaced with a 25mm valve of a different model. The reason for explant was due to regurgitation, stenosis, cuspal tear(s) and calcification. No additional adverse patient effects were reported.